Event description:
It was reported to the manufacturer, by facility; (B)(6) center, per complaint received on (B)(6) 2011 facility claim is that the assist device failure involved in resident fall. Resident fell out of the bed - no injury reported. Stating the rail handle was hanging off the bed, claiming that the assist device is in suspect as it appeared to be loose. No component being returned facility asking for in-service. Manufacturer sending emsar to inspect the f028 assist devices on various bed models. (B)(4) was entered no ra number was issued sending service into facility for in-house evaluation.